Event description:
It was reported when the device was used during an unknown procedure, the staples did not form correctly. Consequently, the procedure was converted to open and the staple line was repaired using sutures. There were no other reported pt consequences.